Manufacturer narrative:
Bec customer technical support (cts) walked the customer through bleaching the probe wash tubing, which resolved the leak. Bec field service engineer (fse) was not dispatched for this event as the customer corrected the issue. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting a few drops of liquid leaked from the probe following the startup procedure on the coulter ac*t diff hematology analyzer. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. There was no biohazard exposure to mucous membranes or open wounds. No death or injury is attributed to this event and there was no change to patient treatment. No erroneous results were generated in connection to the leak.